Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed "tcm ID:06" (ce post failure) error message was confirmed during the event log review but not during the functional testing. The root cause for the reported complaint was a defective lm-34 temperature probe, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in june 2013 and is 8 years old, well past its service life of 5 years. Visual inspection was performed and unrelated to the reported complaint, observed a cracked top lid and pump lid, degraded cold well gaskets and cold well cap, white rollers are worn out, dusty intake air filter and loose rear casters. The probable cause for these types of physical damages/degraded/worn/dusty/loose components could be due to normal wear and tear and/or due to mishandling. The damaged parts needs to be replaced to address the observed issues. The event log was reviewed and confirmed the occurrence of the tcmid:06 error, thus confirming the reported complaint. In addition, and unrelated to the reported complaint, the event log showed a presence of tcmid:05 (coolant diff failure) and tcmid:07 (cooling engine sensor low alarm) and mid 23(secondary temperature probe exceeds 10 ohms) error messages around the customer's reported event date as a result of defective lm-34 temperature sensor. The lm-34 temperature sensor needs to be replaced to address the faults. During functional testing, the thermogard ivtm system displayed "tcmid:05 (coolant diff failure)", unrelated to the reported complaint. The root cause of tcmid:05 was due to a defective lm-34 temperature probe. The reported "tcm ID:06" (ce post failure) error message was not replicated. The lm-34 temperature sensor needs to be replaced to address this error issue. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with a serial number (B)(6).

Event description:
As reported, the thermogard xp ivtm system (sn (B)(6)) displayed "tcm ID:06" (ce post failure) error message upon powering on and tcm ID:05 (coolant diff failure) error message after testing in warming mode. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed "tcm ID:06" (ce post failure) error message was confirmed during the event log review but not during the functional testing. The root cause for the reported complaint was a defective lm-34 temperature probe, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in june 2013 and is 8 years old, well past its service life of 5 years. The secondary complaint of the thermogard xp ivtm system (sn (B)(6)) displayed "tcmid:05 (coolant diff failure)" error message was confirmed during the event log review and during the functional testing. The root cause for the reported complaint was a defective lm-34 temperature probe, likely attributed to normal wear and tear. Visual inspection was performed and unrelated to the reported complaint, observed a cracked top lid and pump lid, degraded cold well gaskets and cold well cap, white rollers are worn out, dusty intake air filter and loose rear casters. The probable cause for these types of physical damages/degraded/worn/dusty/loose components could be due to normal wear and tear and/or due to mishandling. The damaged parts were replaced to address the observed issues. The event log was reviewed and confirmed the occurrence of the tcmid:06 and tcmid:05 errors, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed a presence of tcmid:07 (cooling engine sensor low alarm) and mid 23 (secondary temperature probe exceeds 10 ohms) error messages around the customer's reported event date as a result of defective lm-34 temperature sensor. During functional testing, the thermogard ivtm system displayed "tcmid:05 (coolant diff failure)", thus confirming the reported complaint. The root cause of tcmid:05 was due to a defective lm-34 temperature probe. The reported "tcm ID:06" (ce post failure) error message and the observed tcmid:07 and mid:23 errors in the event log were not replicated. The lm-34 temperature sensor was replaced to address all the reported and observed error messages. After service repair completion, the thermogard system passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with a serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) displayed "tcm ID:06" (ce post failure) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.